Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/02/2025, it was reported by a sales representative via (B)(6) an ar-9676 angled reamer, drive shaft was getting locked up inside the ar-9597-10 angled reamer sleeve, 10°. They were able to complete the case without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.